Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the emergent endovascular treatment of a descending thoracic aortic 20 cm in length dissection. Vessel morphology at time of implant is unknown. It was reported that the patient woke up in the room and was able to move around just fine, the patient was transferred to the unit and again the patient was able to move all four extremities just fine. However, the next day, when the patient was taken off the ventilator they had a stroke and were not able to move their left side. The physician stated that the prognosis looks good and the patient is expected to make a full recovery. No additional clinical sequelae were reported and the patient is recovering. The grafts were placed from the subclavian to about 4cm above the celiac. The only thing that could have caused the blood clot from a procedure stand point is a wire dislodging a piece of blood clot. Since the patient woke up and moved everything the physician cannot determine the cause of the stroke.